Event description:
User alleges the device did not begin to assess heart rhythm as required when the pads were applied to the patient. No adverse event is alleged but the complaint is patient involved.

Manufacturer narrative:
Investigation determined no malfunction of the device which performed as intended throughout investigation. It concluded that a user error in placement of the pads was likely the cause of the "apply pads" prompt. The complaint did not report an adverse event at intake or in further information requests. Therefore, the use of the device did not adversely impact the patient.

Manufacturer narrative:
Heartsine has requested return of the complaint device and patient event form in order to investigate the reported fault. A supplemental will be submitted upon completion of this investigation.

Event description:
User alleges the device did not begin to assess heart rhythm as required when the pads were applied to the patient. No adverse event is alleged but the complaint is patient involved.